Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No error alarms were noted. The insulin pump had minor scratches on the display window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken battery tube threads, and a stained end cap sticker.

Event description:
Customer reported this was the second time the device alarmed software error. Customer went to doctor to get the device fixed. Doctor informed her to call. Customer's blood glucose was 311 mg/dl. The device did not alarm while trying to change the settings, after a battery change, or during prime. Device alarmed also on (B)(6), 2014. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.